Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation it was reported, ¿patient was asymptomatic and presented for a scheduled angiography to check for leak. No leaks were presented; however, it was noted that the previously placed zsle-24-74-zt had migrated back in the common iliac artery. The physician placed another zsle-24-74-zt seal farther down in the common iliac. The patient's original procedure and initial placement of device was approximately 3 years ago.¿ a review of documentation including the complaint history, device history record, instructions for use (IFU), quality control and specifications the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) found that the affected product is safe and effective for its intended use. A review of the device history record (DHR) could not be conducted, as lot information was not provided. The zsle-24-74-zt is a one device lot, giving no indication of nonconforming product in house. Because adequate inspection activities have been established, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: indications for use: ¿ "the zenith spiral-z aaa iliac leg with the z-trak introduction system is indicated for use with the zenith aaa endovascular graft family of products, including the zenith flex aaa endovascular graft, zenith alpha abdominal endovascular graft, zenith low profile aaa endovascular graft, zenith renu ancillary graft, zenith fenestrated aaa endovascular graft, zenith universal distal body endovascular graft, zenith flex aui, or zenith branch iliac endovascular graft, during either a primary or a secondary procedure in patients who have adequate iliac/femoral access compatible with the required introduction systems. The graft is used in combination with these products for the endovascular treatment of abdominal aortic and aorto-iliac aneurysms." Warnings and precautions: ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. ¿ patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.5 implant procedure ¿ inadvertent partial deployment or migration of the endoprosthesis may require surgical removal. 5.2 potential adverse events ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion. Directions for use: ¿ section 11.1.7: ipsilateral iliac leg placement and deployment ¿ 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Imaging guidelines and postoperative follow-up: 12.6 additional surveillance and treatment: ¿ additional surveillance and possible treatment is recommended for: o aneurysms with type I endoleak. O aneurysms with type iii endoleak. O aneurysm enlargement, =5mm of maximum diameter (regardless of endoleak status). O migration o inadequate seal length. ¿ consideration for re-intervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent re-interventions including catheter based and open surgical conversion are possible following endograft placement. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Migration is a known inherent risk of the device. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Implant date: device implanted sometime in the second half of 2016. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a zenith flex with spiral-z technology aaa endovascular graft iliac leg device migrated in the patient. The patient's original procedure was an iliac limb extension through the right femoral artery and the initial placement of device was approximately 3 years ago. The patient was asymptomatic and presented for a scheduled follow-up angiography to check for leaks with the grafts. No leaks presented; however, it was noted that the previously placed zenith leg had migrated back in the common iliac artery. In an additional procedure, the physician placed another zenith flex with spiral-z technology aaa endovascular graft iliac leg to seal farther down in the common iliac. The patient is reported to be doing "good". No other adverse effects have been reported for this incident.